Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. During interrogation, episodes were found that caused shocks and showed the right ventricular lead was undersensing r-waves. The shocks were unrelated to the undersensing, and the physician did not state what he believed what was the cause of the shocks. The physician also did not explicitly state that the shock was inappropriate. The device was reprogrammed. The patient was stable during interrogation and did not experience any symptoms due to the shocks.